Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed that no apparent issue. Smart chip verification showed that the catheter was used for 13 injections. Performance testing did not show any system notice. The catheter passed the deflection test as per specification. A dissection showed a guide wire lumen kink 1.51 inches from the catheter tip. The catheter failed the performance test due to a kink on guide wire lumen. In conclusion, the reported deflection issue was not confirmed through testing. The catheter failed the returned product inspection test due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter pull wire snapped and the physician was unable to deflect the catheter. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.